Event description:
(B)(6) is the initial importer of the device which is a rollator. The device is not available for inspection. No images requested have been received. We are filing this report in an over abundance of caution. End-user was reaching out to grab the device when it collapsed on her. She fell bruising her elbow, leg, and ear. She received a bump on her head.